Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The stent was detached from the balloon. Stent damage was noted along the entire length of the stent with stent struts squashed mostly at ends and mid-section of the stent. Some tissue was found attached to stent struts on one end of the stent. The balloon did not appear to have been subjected to any positive pressure. As part of the device analysis, the device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks or restrictions noted. The balloon deflated within 60 seconds with no issues noted. A visual and tactile examination identified no issues along the length of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The almost completely occluded target lesion was located in the tortuous and highly calcified common iliac artery. A 9.0x60x75cm express¿ ld vascular stent was advanced to treat the lesion; however, resistance was encountered and the device was unable to advance far enough. The physician decided to pull the device back and withdraw it through the sheath to perform pre-dilatation. However, after removal of the device, it was noted that the stent was no longer on the balloon and was left inside the vessel. The stent was retrieved in one piece with a snare but was deformed due to the removal process. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. The almost completely occluded target lesion was located in the tortuous and highly calcified common iliac artery. A 9.0x60x75cm express¿ ld vascular stent was advanced to treat the lesion; however, resistance was encountered and the device was unable to advance far enough. The physician decided to pull the device back and withdraw it through the sheath to perform pre-dilatation. However, after removal of the device, it was noted that the stent was no longer on the balloon and was left inside the vessel. The stent was retrieved in one piece with a snare but was deformed due to the removal process. No patient complications were reported and the patient's status was fine.